Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2017, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a health care professional via a manufacturer representative regarding a patient who was receiving 20 mg/ml morphine at an unknown dose via a pump implanted for non-malignant pain and failed back surgery syndrome. It was reported that since an unknown date the pump was not helping the patient's pain. On (B)(6) 2016, preservative free saline was placed in the pump and pump was set to minimum rate. It was unknown if the drug in the catheter had cleared by the time the pump was explanted on (B)(6) 2017. There were no symptoms of catheter issues or infection, but in surgery, the surgeon found the pump pocket to be full of pus. Cultures were taken of the pocket site, and the patient was to go home on antibiotic therapy. The results of the cultures were unknown. Also, the catheter may have had possibly fractured at the tip either at the time of removal or before. The catheter kept breaking into pieces when it was removed. The distal section of the catheter had a suspicious looking tip: the tip looked blackened. The pump was interrogated during the procedure for the catheter length and type. All the pieces were carefully measured and all but 1.6 cm of the catheter were accounted for at explant. It was unknown if there were any environmental or other factors that may have led or contributed to the issue. It was unknown if the issue had resolved. There was no plan to replace the device in the future.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional on (B)(6) 2017 reported patient's pain improved. It was noted as not applicable in regards to the results of the cultures taken. No further information was provided.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. Analysis of the catheter found a broken catheter body. (B)(4).

Manufacturer narrative:
Eval code - conclusion code is being updated for this event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.